Manufacturer narrative:
It was reported that the patient experienced a muscle contracture, which resulted in a posterior dislocation of the condyles and perforation into the external auditory canal, which resulted in an infection. The surgeon removed the left tmj devices in (B)(6) of 2016, and the right tmj devices in october 2016. Multiple MDR's were submitted for this event. Please reference report 2031049-2020-00054 & 00055 & 00056 & 00057.

Event description:
The patient's bilateral tmj devices were removed due to infection.